Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised to pain (surgeon reported the existence of patellofemoral arthritis, which could have been a possible cause/ contributor to pain. There were no allegations against the in situ implants). A mako uni tibia, poly insert, and femoral component were revised. Rep reported that x-rays, medical records, and additional information are not available.